Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. The service technician evaluated and opened the iabp unit. All connections and wiring were checked. The iabp unit tested for more than 48 hours without error coming up again. The service technician was unable to reproduce the reported failure. The iabp has been returned to clinical use.

Event description:
It was reported that during preventative maintenance (pm) performed by a service technician of the getinge authorized distributor, the intra-aortic balloon pump (iabp) displayed electrical test fails code# 1, then a system shutdown. There was no patient involvement, thus no adverse event was reported.